Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, persistent error fault was experienced on universal side manipulator (usm) arm 2 and the issue could not be resolved. The planned procedure was continued without usm arm 2, proceeded by using a three usm arm configuration. The procedure was continued with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the set-up joint (suj2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.